Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On june 15, 2007, the lay user/patient contacted lifescan alleging that her one touch ultra was no powering on. The patient claimed, that there has been no trauma to the meter and that she was using the correct test strip; however, she reportedly has not replaced the battery per the owner's manual. She did not have the meter with her, so she was unable to troubleshoot on the phone with the customer care advocate (cca). The patient claimed, that at the time of concern, she had symptoms of sweating, feeling like "passing out", headaches, and feeling like throwing up and had administered self-treatment with food/drink at an unspecified time(s). She reportedly, attempted to test on her meter before she developed the symptoms but the meter would not turn on, but denied testing on her meter, while experiencing the symptoms. When asked if she received any medical attention due to the alleged issue, the patient indicated that she went to her doctor about 7 months ago and had her blood glucose levels tested. She was unable to recall her blood glucose result on the doctor's device. No additional treatment was reported besides a blood glucose test (unspecified result). It would be helpful to know how often the patient tests her blood glucose and how long the patient has been unable to test on the reported meter. It would also be helpful to know what events occurred prior to the reported symptoms, such as her attempted tests, activity levels, medications, and meals. There is no indication that the product malfunctioned since the battery was not replaced per the owner's manual. However, this complaint is being reported because the patient alleged having symptoms while attempting to use the reported meter. The meter, test strips, and control solution were replaced.